Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the ligating unit fell into the patient. The detached piece was retrieved using a rescue net. A second speedband superview super 7 was used; however, the same problem happened. The ligating unit fell into the patient, and it was retrieved using a rescue net. It appeared that the suture of the devices was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2301 captures the reportable event of using another device (rescue net) to retrieve the detached ligator cap. Imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0501 captures the reportable event of detached ligator cap. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that ligator head was returned with all bands attached and it was not detached. The handle had marks of trip wire secured. The suture was not broken. However, it did not have the last knot, from the distal to the proximal section. The suture was separated from the ligator head. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of suture broken and ligator cap detached were not confirmed. Upon analysis, the suture was not broken; however, it did not have the last knot from the distal to the proximal section. The returned ligator head had all the bands attached, and it was not detached. The ligator head had the teeth bent/damaged. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable cause of the reported problem cannot be established.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the ligating unit fell into the patient. The detached piece was retrieved using a rescue net. A second speedband superview super 7 was used; however, the same problem happened. The ligating unit fell into the patient, and it was retrieved using a rescue net. It appeared that the suture of the devices was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.